Event description:
This is a spontaneous case report received from a medical doctor in united states on 01-mar-2016 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert), lot number b40015 (expiration date 20-may-2016), on (B)(6) 2016 for permanent contraception. Essure bent during insertion and it was removed from the patient on the same day. The coil part appeared to be broken and bent from the pictures. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, essure bent and it was removed from the patient on the same day (device use error and failed insertion). The coil appeared to be broken and bent (device breakage). These events are non-serious and listed in the reference safety information for essure, except device breakage which is unlisted. During difficult insertions, single cases of device breakage have been informed. Considering the breakage occurred associated to placement procedure, causality between them and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information (device breakage questionnaire) have been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 23-may-2016: ptc global number: (B)(4). As of may 18, 2016, the (B)(4) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the (B)(4) in the future, a child case will be opened and an investigation will be completed on the returned device. Lot: b40015; manufacture date: may-2013; expiration date: may-2016. Since bent tip was detected during procedure we are unable to confirm if device was defective before package removal. Bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20° bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. Usability issues typically describe events that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device use error. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases, is not applicable. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, the tip of the implant broke. This event is unlisted in the reference safety information for essure. However, according to the product technical complaint analysis, the breakage is listed. During difficult insertions, single cases of device breakage have been informed. In this case, physician stated essure bent and he was unable to place it. Additionally, essure tip broke. In this case, the bent tip might have contributed to the device breakage. Considering this event occurred associated to placement procedure, causality between them and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Although it is not possible to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. It is not possible to confirm any quality defect or device malfunction at this time. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up information received on 12-apr-2016 from the physician. (Device breakage questionnaire provided): the patient's bmi was (B)(6). The breakage was diagnosed during essure placement - the tip of the implant broke. As they attempt to place the implant, it bent and they were unable to place. The instructions for use (IFU) were followed without deviations. Essure was removed by hysteroscopy. The broken pieces were retrieved from uterus and the removal was medically necessary. There was no patient injury, but breakage could have led to serious injury under less fortunate circumstances. The outcome was reported as recovered. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, the tip of the implant broke. This event is unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been informed. In this case, physician stated essure bent and he was unable to place it. Additionally, essure tip broke. Considering this event occurred associated to placement procedure, causality between them and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.